Manufacturer narrative:
(B)(4)

Event description:
It was reported that the usb to db9 serial adapter cable with the company representative's personal tablet was not functioning. The error code received was "failure to access port". The cable was reseated by unplugging it and plugging it back in and waiting for 15 seconds. The tablet was reset, and the wand battery was also changed without resolving the issue. The suspect cable was switched with a known functioning cable and the system then functioned as expected. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.